Manufacturer narrative:
Patient sample 3 and patient sample 5 were investigated further. Interference testing for sulforu-label was performed. This specific interfering factor was not identified in either sample. No interfering factors were identified in either sample. Since patient 5 takes thyroid medication (levotroxina), the ft4 result from the roche ft4 ii assay is mostly likely the correct result. Assays from different manufacturers can generate different results. This relates to the overall set up of each assay, the antibodies used, differences in reference materials and differences in the standardized methodology used. Also, normal reference ranges provided by different manufacturers can be different. This relates to the population being tested and the calculation mode used. These differences should be taken into account. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings.

Manufacturer narrative:
Patient sample 3 and patient sample 5 were submitted for investigation. Interference testing for streptavidin was performed. This specific interfering factor was not identified in either sample. Both samples will be further investigated.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 5 patient samples tested for ft4 ii assay (ft4 ii) on a cobas 6000 e 601 module compared to either an abbott instrument or a beckman coulter instrument. The results from all systems were reported outside of the laboratory where the physician stated the ft4 ii results from the e601 module did not match the clinical condition of the patients. Patient 1 initial ft4 ii result from the e601 module was 2.71 ng/dl. The sample was repeated on an abbott instrument and the result was 1.9 ng/dl. On (B)(6) 2017 patient 2 (female, (B)(6)) initial ft4 ii result from the e601 module was 1.98 ng/dl. The sample was repeated on a beckman coulter instrument and the result was 1.27 ng/dl. On (B)(6) 2017 patient 3 (male, (B)(6)) initial ft4 ii result from the e601 module was 1.91 ng/dl. The sample was repeated on a beckman coulter instrument and the result was 1.41 ng/dl. On (B)(6) 2017 patient 4 (female, (B)(6)) initial ft4 ii result from the e601 module was 1.99 ng/dl. The sample was repeated on an abbott instrument and the result was 1.44 ng/dl. On (B)(6) 2017 patient 5 (female, (B)(6)) initial ft4 ii result from the e601 module was 2.23 ng/dl. The sample was repeated on a beckman coulter instrument and the result was 1.29 ng/dl. No adverse event occurred. The e601 module serial number was (B)(4). The last liquid flow cleaning was performed on (B)(6) 2017. Pinch tubes were exchanged at this time as well. The humidity where the system is installed is 62%. The customer performed a reproducibility test on (B)(6) 2017.